Manufacturer narrative:
The insulin pump was received with a completely broken reservoir tube lip and a missing reservoir tube o-ring. (B)(4).

Event description:
Customer reported via phone call that there is physical damage to the insulin pump; the reservoir tube lip broke off and an o-ring came off as well. The patient's blood glucose at the time of incident was 98 mg/dl. Troubleshooting was initiated for the physical damage. The customer stated that the damage occurred when he dropped the insulin pump on his foot. The insulin pump was returned for analysis.